Manufacturer narrative:
Device not returned.

Event description:
The manufacturer service technician reported that a device component was missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
H3 other text : customer retained.

Event description:
The manufacturer service technician reported that a device component was missing while it was being serviced at the user facility. There were no adverse consequences related to this event.